Event description:
It was reported to boston scientific corp that during a sacrospinous ligament fixation and anterior repair procedure using a capio open access suture capturing device, the capio cage would not catch the needle after the needle went through the ligament. The pt "had a couple of previous surgeries and there was a lot of excess blood and tissue collecting on the capio head, preventing it from catching." After the physician placed a bard graft under the pt's bladder, he performed a cystoscopy and discovered the pt's ureter was kinked and would not allow urine to pass. The physician cut one of the sutures (type and brand unk) and repassed it, and urine began flowing through the ureter again. The physician opined that resuspending the bladder caused the kink in the ureter. The sutures did not go through the ureter. The physician completed the procedure with this device, without further complications to the pt, who is reportedly "fine" post-procedure. No further info about this event or pt has been forthcoming.

Manufacturer narrative:
The device has not been received; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).